Event description:
It was reported that when using the bd pyxis¿ es server, the profile stations were operating in critical override mode, and orders were not being displayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not displaying. A technical support specialist (tss) identified that the synchronization services were stopped on both the application server and sync server, causing orders not to synchronize and resulting in profile stations entering critical override. After restarting the services, stations connected to the application server resumed normal operation. However, stations pointing to the synchronization server continued to experience communication issues. Log analysis showed unstable communication sessions during data uploads. The sync server configuration was adjusted to allow a higher number of concurrent requests, aligning with system capacity. No manual queue clearing was required, as the backlog reduced naturally once high-volume uploads completed. No domain name system (dns) or network-related issues were identified. The issue was determined to be caused by synchronization services interruption, restrictive synchronization server configuration, and upload congestion due to high data volume (known version 1.6 behavior). The environment stabilized after backlog clearance and configuration adjustments, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.